Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): unknown copeland resurfacing head (left). G2: foreign - event occurred in the united kingdom. H6: proposed annex g code - head. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following an initial right shoulder hemiarthroplasty performed on an unknown date, the patient experienced significant medialisation of the implant requiring lateralisation. The patient has bilateral hemiarthroplasty implants and is being evaluated for patient-matched vrs/glenoid implants on both sides. No known impact or consequence to the patient. Attempts have been made, and no further information has been provided.